Event description:
A physician reported a (B)(6) female pt had essure (fallopian tube occlusion insert) implanted for permanent birth control on (B)(6) 2013. On (B)(6) 2013, the pt came in because of pain. Essure perforation was confirmed on sonogram. On (B)(6) 2013, the pt had surgery for removal of essure and tubal ligation on (B)(6) 2013 and recovered.